Event description:
It was reported that during a tka procedure, after the surgeon burred the two holes for the distal femur cut guide, an error popped up on the screen prompting "internal cabling/drill console error. Call customer support the system must shut down". They left the case, but received another warning that the navio case quit unexpectedly. They hit "review operation" and returned back to the screen they were on and then they were hit with a third error screen with errcode=4000000000000. The doctor then elected to proceed with the case manually with a delay of less than 30 minutes. There was no patient harm. No other complications were reported.

Manufacturer narrative:
The navio surgical system us, part number npfs02000, s/n (B)(6), used for treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed; however,a relationship between the reported event and the device was determined, as a review of the customer provided system logs revealed that the device experienced the error code with "4000000000000". A review of manufacturing indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. This failure mode is identified in the navio risk profile. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This complaint from the united states reports that a navio system came up errors several times. Based on the information provided, there was a small surgical delay. No patient injury or impact was reported and the procedure was completed with manual instrumentation. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The most likely cause of this event is another part of the system failing, thus causing the system to produce the "4000000000000" error code. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.